Manufacturer narrative:
(B)(4). G2: foreign - event occurred in south africa. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, on (B)(6) 2026, the meshgraft blades were blunt and tearing the skin when put through meshgraft. There was no patient impact. It is unknown if a delay occurred. Due diligence is complete as no further information is available.